Event description:
On september 13th 2016 the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the limited customer care advocate (cca) documentation, as the patient was unable/unwilling to answer many questions. Medical surveillance specialist (mss) was unable to contact the patient for a follow up call. A no response letter was sent to the patient. The reporter was unable/unwilling to say when the alleged issue first started, or what results were that she alleged were reading erratically. The patient was unable/unwilling to answer how she manages her diabetes. She reported that she took additional humalog insulin (unknown dose) as a result of the alleged product issue. She reported that this caused her to have low blood glucose. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that the reporter was unable/ unwilling to answer questions. Although there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria, nor did they receive any medical intervention due to the reported issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.